Event description:
It was reported to boston scientific corporation that a trapezoid rx single-use wireguided retrieval basket was used during a biliary procedure in 2008 (patient gender, age and weight unknown.) According to the complainant, while performing fluoroscopy, "it was noticed that the handle and the outer sheath were torn. Due to the damage on the handle and the outer sheath, it... Leaked contrast media." There was no detachment regarding the connection between the handle and the sheath. No pieces of the device detached inside the patient and no stone was in the basket. The procedure was completed with a different device (manufacturer unknown.) There were no patient complications as a result of the event, and the patient's condition at the completion of the procedure was reported as "good."

Manufacturer narrative:
A visual inspection of the returned device revealed that the outer sheath of the device was torn at the handle and damaged in several locations along the length. Large amounts of reside can be seen between the metal coil sheath and the outer coil sheath.a functional evaluation of the device revealed that the basket was closed and could not be opened. The cause of the reported malfunction could not be determined, but may be related to the handle heat shrink not holding in place during use.